Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the valve is defective.as stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.